Event description:
Additional information revealed that the lead was capped and replaced due to oversensing of noise and aborted therapies. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead noise was misdiagnosed as ventricular tachycardia, which resulted in the delivery of inappropriate anti-tachycardiac pacing. Low r-wave amplitude was also noted while all other electrical measurements were normal and in range. No intervention was performed as the patient was asymptomatic and will continue to be monitored.